Event description:
It was reported that the patient has expired after an implant duration of approximately zero days, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Event description:
Additional information received in the operative report indicates that there was no relationship between this device and the reported event. It has been determined that the initial report was filed in error. Additional information from op report: findings: adhesions around the heart from the two previous cardiac procedures were quite dense particularly over the ascending aorta, svc and ivc. There was marked cardiomegaly. The right side was essentially not working, with supra-systemic pulmonary arterial pressure. There was severe mitral stenosis across a stenotic porcine prosthesis and there was mild to moderate aortic regurgitation. Tricuspid regurgitation was severe. After the mitral valve was replaced a size 28mm mc3 ring was inserted using 2.0 ethibond non-pledgeted sutures. At the completion of this procedure there was no demonstrable tricuspid regurgitation. Separation from bypass was achieved but although the left side of the heart was vigorous and contracting well, the right side remained essentially non-moving with significant pulmonary hypertension. There was no tricuspid regurgitation. After a mixture of inotropes, and infusion of adrenalin and noradrenaline together with dobutamine and nitric, she was transferred onto the bed. Shortly after this her pressures deteriorated requiring increasing amounts of inotrope and it was clear that the right side of her heart was totally non-functional despite all resuscitative measures. She continued to deteriorate and deceased in the operating theatre.

Manufacturer narrative:
Additional manufacturer narrative: at the end of surgery there was no tricuspid regurgitation. The patient expired from right heart failure and pulmonary hypertension, unrelated to the tricuspid ring. It has be determined that this is no longer a reportable event.

Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider, a copy of the operative report was received. It was learned that the patient expired from right heart failure and pulmonary hypertension. Per the operative report of (B)(6) 2010, the patient had a mvr, avr, and a tricuspid annuloplasty performed. "Separation from bypass was achieved but although the left side of the heart was vigorous and contracting well, the right side remained essentially non-moving with significant pulmonary hypertension. There was no tricuspid regurgitation. After a mixture of inotropes, an infusion of adrenalin and noradrenaline together with dobutamine and nitric she was transferred onto the bed. Shortly after this her pressures deteriorated requiring increasing amounts of inotrope and it was clear that the right side of her heart was totally non-functioning despite all resuscitive measures. She continued to deteriorate and deceased in the operative theatre at approximately 1710 hours. The coroner was informed."

Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. The patient also had another device implanted, (B)(4). Two requests were made to the health-care provider (via e-mail) for the device, operative report, and additional information; however, no additional information was received. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.